Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose of 504 mg/dl and would like to troubleshoot pump. Blood glucose at the time of call was 452 mg/dl. Troubleshooting found that drive support cap, basal settings, and basal settings were normal and functioning fine. The pump passed the high pressure test. The customer was advised that the pump is working as designed and to change entire set, reservoir and insulin and treat per doctor's instruction.